Event description:
The reporter stated the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens in the pt's right (od) eye in 2009. The lens was explanted at about 8 days later, due to excessive vaulting. Subsequently, the pt experienced narrowing of the angle. The lens was exchanged for a shorter lens.